Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: customer reported this infusion set was being used to administer chemotherapy (etoposide + doxorubicin + vincristine) over 24 hours, but around 15 hours the set was found to be leaking around the filter. This was the second episode of this problem; the first being sometime in early april.

Event description:
No further information.

Manufacturer narrative:
Investigation summary: a photo was received with the filter leaking which verified the customer's complaint. Without further information, like a physical sample for investigation, the root cause of this issue cannot be determined. A device history record review could not be performed because a lot number was not provided by the customer.